Manufacturer narrative:
Medical safety review of the event noted the impella cp noted to have "great flows at beginning" reasonably suggesting optimal flows were not sustained resulting in an outcome of serious injury. However, the impella 5.5 bleeding from the anastomosis requiring multiple blood products is the onset of serious adverse complications and likely to have contributed to the patient¿s demise. Thus, cannot be excluded as a possible contributing factor. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two devices associated with the event. Refer to manufacturing report number 1220648-2025-27129 for the impella 5.5 device report.

Event description:
The complainant reported the insertion of impella 5.5 device to a patient in postcardiotomy cardiogenic shock was unsuccessful with anastomosis bleeding. The patient would ultimately expire but not before implanting an impella cp device that experienced low pump flow. The patient was admitted for pericardiectomy and during this procedure, the patient arrested. It was suspected that the left anterior descending artery had occluded and the patient was taken for an emergent coronary artery bypass graft. However, the patient would not separate from the bypass. The decision was made to implant an impella 5.5 device. During the implant, the impella 5.5 made it into the graft, past anastomosis but was unable to make the turn into the heart after multiple attempts. Multiple blood products were used due to axillary anastomosis bleeding a "great deal." What was infused and the number of units were unknown. The physician felt there was a stricture preventing the impella 5.5 from entering the heart. The impella 5.5 implant was aborted, and an impella cp was called for to attempt to help separate from the patient from bypass. The impella cp device was implanted without incident;. However, it was noted that there were "great flows at the beginning." The blood pressure would increase and decrease with blood products being given. However, despite "aggressive" treatment, the blood pressure fell despite volume, and the patient expired on the operating room table. Medical safety review of the event noted the impella cp have "great flows at beginning¿ reasonably suggesting optimal flows were not sustained resulting in an outcome of serious injury. However, the impella 5.5 bleeding from the anastomosis requiring multiple blood products at the onset of serious adverse complications and was likely to have contributed to the patient¿s demise. Thus, cannot be excluded as a possible contributing factor.